Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing due to myopotentials were observed on the device. Technical support was contacted and provided reprogramming suggestions, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event. The patient was stable.